Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that "2 of the 3 struts were caught by sutures despite checking closely before securing."

Manufacturer narrative:
(B) (4) = suture loop. Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray.

Manufacturer narrative:
Device to be returned for evaluation. Customer letter requested. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. Operative report and echo report were requested but not provided. No additional information is available at this time. Device not received for evaluation.

Event description:
Reportedly, the device was explanted at implant due to two leaflets that failed to open. Replacement device make and model is unknown. Per the cer: following implantation, two leaflets failed to open, possible attachment by suture. Valve was removed and replaced. Patient outcome: hospitalized (stable). No operative report or echo available. Condition of device removed: good and put in formalin.